Event description:
It was reported that during a cardiac ablation procedure the patient went into atrial flutter after pacing. The catheter was pulled back into the right atrium to create coronary sinus geometry and assured the catheter was in the correct place. As the catheter attempted to reach back into the left atrium, noise was noted on p1 electrode ,and the globe was red. There were issues getting the catheter back across into the left atrium, and the temperature sensor appeared broken. The cable was reconnected and the catheter was fast flushed without resolution. It was noted that the catheter may have extended outside the sheath. The catheter was replaced. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.